Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the info provided, as the product code and lot number required to review the device history records and complaint history was not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided info, it would not be unreasonable to expect some wear after approx 17 yrs of implantation. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address poly wear of tibial insert. Tissue laxity was noted.